Event description:
On 02/13/07, nellcor puritan bennett received a letter notification from the foreign country's medicines authority. The letter was regarding a report from a hospital of a patient with a blister on the foot associated to use with a warmtouch 5800 patient warming system.

Manufacturer narrative:
Nellcor puritan bennett representatives were immediately notified of this report and they began attempts to obtain further information from the reporting hospital and request the warmtouch 5800 patient warmer be returned for evaluation. On 02/26/07, nellcor puritan bennett received an english translation of the hospital's original report in foreign language, which stated the following: "approximately 1 hour after operation start, the op nurse notes there is warm at the op theatre. The anaesthetic nurse controls the warmtouch blower and notes that the air from the blower ,to the lower body blanket is very warm and that the yellow alarm button has a light on, no matter which type of blanket that is used on warmtouch. Warmtouch is turned off at once. The patients feet are looked after, it is observed that they are red and very hot. Warmtouch are sent to the anaesthetic technician. The patient is looked after the next day and there is a big blister at the big toe. The blister is drained." No other patient information was provided such as age, sex, or weight. No other information was provided regarding use and maintenance of the warmtouch 5800 patient warmer such as temperature settings, any adjustments or interruptions made by the staff, replacement of the hepa filter or environmental factors such as additional covers placed on top of the patient or on or near the warmtouch 5800 patient warmer. In addition to this translation, the nellcor puritan bennett representative to this hospital stated that this customer does not use the recommended disposable blankets manufactured for use with the warmtouch 5800 patient warming system. The hospital is using re-usable blankets made by other manufacturer. On 03/02/07, nellcor puritan bennett received notice the warmtouch 5800 patient warmer had been returned to the foreign country sales office and was being forwarded to the manufacturer for failure investigation. Investigation results are pending its receipt and evaluation. A follow up report will be filed if the warmtouch patient warmer is received, and failure investigation is completed.